Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg) and a thing which there was no visible damage to the camera cable but it seemed the camera cable was broken internally, omsc surmised there was the possibility those phenomena were attributed to the camera cable break of the subject device by bending and torsion. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the service department of olympus europe (B)(4) for evaluation. The service department of olympus europe (B)(4) checked the subject device and confirmed that there was no communication between the subject device and the camera control unit, and no image of the subject device was. But it could not duplicate the error, e222/224. It was found the replacement need of the camera cable of the subject device. There was no visible damage of the camera cable, but it seemed that the internal wires of the camera cable were interrupted. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error, e222/224 which indicated that there was the communication failure between the subject device and the camera control unit were displayed and the image of the subject device was not displayed at the preparation for use. There was no report of patient injury associated with this event.